Event description:
Incident reported as: taped collar connector is leaking after clinician tries to install bag. No medical intervention reported. No patient injury reported.

Manufacturer narrative:
Product has been requested, but not received yet. If sample arrives, a complete report will be sent upon completion of investigation by MFR.